Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced monocytic peritonitis manifested by cloudy effluent. The cause of the peritonitis was not reported. It was reported that the patient went to the hospital for cloudy effluent, however not reported if patient was admitted. The patient was treated with vancomycin (2.4 grams stat, route and frequency was not reported), and ceftazidime (2 grams stat and 2 grams once a day as maintenance treatment, route was not reported) for the peritonitis. It was reported that the patient recovered from the events. Pd therapy was ongoing. No additional information was available.